Manufacturer narrative:
Model number/catalog number: 72400098, (B)(4), description: control pump fgs, expiration date: 04/17/2023, manufacturer date: 04/18/2018. Model number/catalog number: 72400024, (B)(4), description: balloon fgs 61-70 cm, expiration date: 07/19/2023, manufacturer date: 07/20/2018.

Event description:
It was reported that the patient had the device successfully activated (B)(6) 2019. On the twenty-first day after activation, the patient experienced incontinence. Cystoscopy did not show extrusion. Magnetic nuclear resonance on (B)(6) 2019 indicated the sphincter reaching a diameter of 1.4 cm and reservoir apparently full. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the device successfully activated (B)(6) 2019. On the twenty-first day after activation, the patient experienced incontinence. Cystoscopy did not show extrusion. Magnetic nuclear resonance on (B)(6) 2019 indicated the sphincter reaching a diameter of 1.4 cm and reservoir apparently full. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was not working. A revision surgery had not taken place to date.

Manufacturer narrative:
Model number/catalog number 72400098; serial number (B)(4) batch/lot number 1000090867. Gtin (B)(4). Description control pump fgs. Expiration date 04/17/2023. Manufacturer date 04/18/2018. Model number/catalog number 72400024; serial number (B)(4) batch/lot number 1000137913; gtin (B)(4); model/catalog description balloon fgs 61-70 cm; expiration date 07/19/2023. Manufacturer date 07/20/2018.